Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30898132l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 79 year old female patient underwent a idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an idvt procedure, a pericardial effusion was noticed. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The bwi representative reported that the medical intervention provided was a pericardiocentesis and 500 ccs of blood was removed. The patient was reported to stsf catheter was not available for return. It was also reported that during the same idvt procedure the cartosound was not displaying on the carto 3 system. He reported that there "was a problem with the video feed from the workstation". The bwi representative confirmed he could see the catheter on the screen, but no video feed. No troubleshooting was performed, as they could not verify if the issue was due to the splitter, the cable, or the video card itself. A css tb was called, and dispatch was approved for a field service engineer follow-up. A message was left with them requesting the software version for the carto 3 system. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was pericardiocentesis. Outcome of the adverse event was fully recovered. Patient required extended hospitalization because of the adverse event for observation. Patient date of birth- 9-22-43. Generator information- smartablate m490002, g4c-4674-a. Abbott brk was the needle used for the transseptal puncture performed. Ablation was performed prior to noting the pe or CT. No evidence of steam pop. Unknown when the event occurred; ablation presumed. Flow setting for the irrigated catheter used was 15cc. Correct catheter settings was selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Error messages observed on biosense webster equipment during the procedure was occasional spiking in impedance i.e.. 50ohms. This was transient with appropriate shut off of generator. Force visualization features were used was graph, dashboard and vector. Parameters for stability for the visitag module used was 2stab,3sec,3mmtags. Additional filter used with the visitag was 0-10ohm impedance drop for color. Color options used was impedance drop. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.